Event description:
It was reported that the procedure was to treat a heavily calcified left anterior descending artery. A 2.75 x 8 mm nc tenku was being pressurized when the balloon ruptured, at an unknown pressure, due to heavy calcification. A 2.75 x 12 mm non-abbott balloon was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency the tenku dilation catheter device is an abbott vascular manufactured device which is distributed in (B)(6) by (B)(4). Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us.